Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing tenderness over the left upper iliac crest where the ipg device is located. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing tenderness over the left upper iliac crest where the ipg device is located. The patient will undergo an explant procedure. No device malfunction was suspected.